Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the phaco handpiece would tune, but would not phaco. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the handpiece was returned for investigation. The phaco handpiece was manufactured on october 20, 2014. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation. A visual assessment of the returned sample found no visual defects. Full functional testing was performed on the returned handpiece. The handpiece was initially able to pass a ground resistance test. The handpiece was then connected to a calibrated system in which it was able to successfully tune and run for 5 minutes at 100% torsional and ultrasound movement. The handpiece was then tested on a dynamic tuning fixture (dtf) for stroke measurements in which no issues were found. The handpiece was found to meet specifications. The root cause cannot be determined conclusively. (B)(4).